Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the tray with the shell, the tray was found to be distorted/damaged. Another tray was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3; h6. Visual examination of the returned product/provided pictures identified the inner boxes having no damage or deformations. The blister cavity containing the shell was deformed with the paper backing opened from the outer cavity. The inner cavity could not be separated and removed for further analysis, however the paper backing remains sealed to the clear plastic. The labels on the boxes do not show any smearing. The label applied to the blister cavity does have smearing visible near the lot number and date locations. Visual evaluation of the provided photos show an area where the tyvek seal appears to be lifted but cannot be confirmed. Sterility is considered breached. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.